Event description:
A device registration form was received with an implant date of (B)(6) 2009 and out of service date (B)(6) 2014. No information regarding why the device was taken out of service was provided.